Event description:
Olympus was informed that during preparation for use for an unspecified procedure at an unknown date the esg-400 hf-generator submitted error message e433 and restarted automatically. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to an olympus regional repair center (rrc) in prerov, czech republic (returned to rrc on 2022/07/15). The evaluation/investigation at the rrc found cracks on the generator¿s display and confirmed the occurrence of error message e433, which could not be reproduced, but was found in the error log. The reported error message is triggered by the generator¿s safety system and can have different technical causes. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. Since the error message could not be reproduced, a temporary fault is assumed. However, the exact cause for the occurrence of the error message could not be determined in this case. The reported damage to the generator¿s display was most likely caused by improper handling and can thus be attributed to use error. There is no causal relationship to the reported error message. The rrc also replaced the lvps cable because it was still the old version. However, it was not defective and did not affect the functionality. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 15-jul-2022.investigation activities have been opened to manage the actions related to this report and any required MDR reporting.